Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the insertion tube peeling off was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported that the tip of the tracheal intubation fiberscope had collapsed. There were no reports of patient harm. The subject device was received at an olympus service center for evaluation. During inspection and testing, the coating on the insertion tube was observed to be peeling off. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
During the device evaluation, there was deterioration of the adhesive on the a-rubber, an elongated angle wire, a damaged channel tube, a discolored light guide lens, a dent and peeling coating on the connecting tube, a scratched image guide protector, an unclear indication on the light guide connector, a scratched angulation lever, a scratched up/down plate, a scraped venting connector undergrip; scratches on the grip, s-cover, and control unit, a dirty and discolored diopter ring, a discolored and scratched eyepiece, a discolored light guide lens, a buckled and deformed channel tube, a bent angle wire, a damaged image guide bundle, and chipped adhesive on the a-rubber were discovered. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the customer.